Event description:
Consumer became ill and went to the hospital for assistance. Consumer had been adjusting insulin therapy by consumer's meter readings and believes the meter to be inaccurate. Hosital reading was 33.